Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainers, patient reported that they have blister and irritation on their gums in the area of their two front teeth.